Event description:
It was reported that the device was explanted after implant duration of zero days. On 10/29/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair, as there was persistant regurgitation and insufficiency after implanting the ring. The ring was explanted and replaced with a tissue heart valve.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Attorney alleges "in 2007, (patient) was prescribed and/or implanted with a defective medtronic sprint fidelis and was injured as a result. [Patient] was implanted with medtronic's sprint fidelis leads, was injured and died as a result." Further alleges as a result of the lead, patient suffered fatal injuries and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages." Review of manufacturer's database verified patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.